Manufacturer narrative:
An event of device deformity during procedure was reported. Images received appeared to show that both the discs of occluder device were deformed bulbously. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. Information from field indicated that there was no interaction with any cardiac structures of kink in the delivery system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that a 30mm amplatzer pfo occluder was selected for implant on (B)(6) 2024 using an 8f amplatzer trevisio intravascular delivery system. During implant the device took on a bulbous shape. The device was not released from the delivery cable. The device was removed from the patient and replaced with a new 30mm amplatzer pfo occluder. The same delivery system was used. There were no interactions with any cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.